Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID tm91scs2 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient needs an MRI of their knee, but they can't connect to implanted neurostimulator with the communicator because it says "not found". They said this has been happening for a while, probably about 6 months or so. They said the implant doesn't hold a charge very well, and says it normally only lasts about 24 hours. Patient says the healthcare provider (hcp) did x-rays and it showed everything is fine and the leads are ok. Pt said they charged the implant to 100 percent last night but thinks it might be depleted now. Patient is going to charge implant and will call pats back for further assistance. Patient called back and mentioned previous information. Patient had an injury at work and their doctor believed they tore their meniscus. Patient texted their representative yesterday and hadn't spoken to their representative since february. The patient's hcp also reached out to the representative but the representative would not respond to the patient or hcp. Patient would get not found when trying to connect to their mystim rc. During the call patient reset the communicator. Patient entered the serial number manually and was able to connect to their therapy screen. Patient was full body compatible. Patient's implant would drain from 100% to 30% and didn't hold a charge. Patient met with their representative a while ago or a few months after the implant. Patient also mentioned their stimulation would not do anything and they were blamed by their representative for turning the stimulation up too high. Patient's stimulation did not touch the area in their back at all. Patient was given 4 plans to try to reach their lower back but all the stimulation did was go to their right leg or on top of their left buttock. Their right leg felt like needles and there was hardly anything or nothing on their left leg or side. When the stimulation worked it was very light. Patient hadn't gotten relief and they had very bad pain. Patient also had jolts in their body and they thought they were muscle spasms. Patient mentioned the trial worked really well. Agent redirected patient to their hcp to address the issue.